Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for hgh blood glucose. Customer's blood glucose was 448 mg/dl. The customer was treated with syringes and insulin pump. Customer was admitted to the hospital on (B)(6) 2015. The customer is insulin drip during emergency room visit. The customer was sent homeafter the blood glucose went down. The customer was advised to call the helpline back to finish the troubleshooting.